Event description:
It was reported that a surgeon did not want to use the zipfix application gun because he felt like they were causing sternal infections in his patients. The thoracic coordinator told consultant that the surgeon had to bring back four zipfix closed patients in the past couple weeks for debridement, he has no other concerns with the implants themselves. Since he is not using the gun, he is tightening and cutting the zipfix with different instruments on hand. No item or lot numbers were provided and no patient information was available. This complaint involves an unknown number of zipfix application guns and an unknown number of zipfix implants. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of zipfix/implants. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when implant(s) were implanted and if they were explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital infection control cultured all zipfix guns which tested negative. Surgeon and hospital are satisfied that zipfix guns and implants are not the cause of the infection.